Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was explanted due to elective replacement indicator (eri). The patient implanted with this crt-d thought the battery did not last as long as was originally discussed to be the longevity. The recall/advisory notification regarding this crt-d was also discussed.